Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. One implant was reported and returned for investigation. Visual/physical evaluation of the as returned product identified signs of wear around the tines. The device was able to engage and disengage in-house mating device as normal. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the physician removed a fixture mount from an implant placed in the patient's mouth and noticed that the hex of the implant body was deformed. The physician removed the fixture mount at the specified torque value. The physician removed the implant from the patient's mouth and used a different product. Tooth site #22 (universal).